Event description:
It was reported that a patient experienced peritonitis coincident with automated peritoneal dialysis (pd) therapy. The cause of peritonitis was not reported. On an unreported date, the patient was hospitalized for the event. On unreported dates, the patient was treated for the peritonitis intraperitoneally with vancomycin, zosyn, fortaz, ancef, cefotaxime, ciprofloxacin, and bactrim (doses and frequencies were not reported). It was unknown of the patient recovered from the peritonitis event. At the time of this report, dianeal therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.